Manufacturer narrative:
One device was returned for repair. Review of event history found high alarm displayed: downstream occlusion. No prior service history was found. Visual and functional testing was performed. A peeling downstream occlusion (dso) seal was found. Downstream occlusion test found downstream sensor is out of specification. The cause of the primary issue was the dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional testing after the repair.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) would not calibrate. There was no patient involvement, and no patient harm/adverse event reported.